Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Event description:
The customer reports that one vial of simplex was damaged when the box was opened. The customer reports that the outer packaging showed no signs of damage. The customer reported that the damaged vial was positioned in the center section of a box of 10 vials with all other vial undamaged. The customer reported that the damage was discovered in stores dept due to the smell of the smashed vial. The customer reported that (B)(4) report will be submitted in respect of this event.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. Device evaluation not performed as the product, or photographs of the product were not provided. Device history review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no relevant reported discrepancies. A complaint history review determined that there was no other similar reported events for the lot. Based on the information provided by the customer an odour was noted so the pack was inspected and an ampoule was noted to have been broken within the 10-pack. This indicates that the ampoule was broken shortly before the damage was detected as the smell would have come from the monomer when the ampoule was broken. This odour from the monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere. No further investigation is possible at this time.

Event description:
The customer reports that one vial of simplex was damaged when the box was opened. The customer reports that the outer packaging showed no signs of damage. The customer reported that the damaged vial was positioned in the center section of a box of 10 vials with all other vial undamaged. The customer reported that the damage was discovered in stores dept due to the smell of the smashed vial. The customer reported that an (B)(4) internal datix report will be submitted in respect of this event.